Manufacturer narrative:
Pump received with missing segments and ghosting display due to faulty lcd driver. No blank display noted. Pump received with cracked reservoir tube, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer stated the screen is faint and is hard to see. The customer stated that when she hits escape to see her blood, the top line show the iconsa and when she hits escape again, it is totally blank. The customer stated that she hits that act button the screen is faint or blank and when she scroll down it is faint. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.